Event description:
A customer observed positively biased amon qc results on the vitros 950 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation of this event showed that the calibrator responses and calibration parameters are typical compared to expected values. The customer cleaned the evaporation caps and recalibrated the analyzer. Post-maintenance qc results were acceptable. The root cause of the event was instrument-related.